Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the gear clamp had loose hardware. Additional malfunctions include the filer for the cab filter was missing.